Event description:
A healthcare professional reported that advisory code 254 (loose tip) was appeared during calibration. The procedure type was unknown. The pak was changed and the priming was successful and the procedure completed details were unknown. There was no report of patient impact. This report pertains to phacoemulsification tip involved in this reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.